Event description:
It was reported that the customer's insulin pump gave battery out and failed battery and other alarms, and turned itself on and off. Customer declined troubleshooting and stated she was not sure if the insulin pump was delivering insulin fully. Customer's most recent blood glucose at time of the report was 2.8 mmol/l, which she treated with food. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had an alarm due to a corrupted history file. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.